Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/01/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-4501 meniscal cinch¿ ii second implant would not deploy. This occurred during a knee arthroscopy procedure on (B)(6) 2024.

Event description:
Additional information received on 3/21/2024: the case was completed using a second meniscal cinch ii.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0156-eo g-precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied upon insertion.